Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The patient reported that he couldn¿t get the ins to charge. The patient reported that he had ¿tried everything,¿ put the recharger over the ins and moved it around and spent an hour and a half trying to get it lined up but was still unable to resolve the issue. The patient reported that his patient had gone south. The patient refused troubleshooting over the phone and stated that he needed to get a manufacturer¿s representative (rep) out for potentially reprogramming. The patient reported that he had an appointment with his healthcare provider (hcp) about 2 weeks ago and because he was having pains in between the knee and hip in the front of the legs, the hcp recommended that the patient get the ins reprogrammed. The patient refused to do any troubleshooting around not being able to charge the ins. The patient also reported that in the beginning, he couldn¿t get full coupling boxes and said that he could only get 4-5 boxes. The patient reported that he couldn¿t even get 4 boxes now and that he had been dealing with it and spending 2-3 hours to line up but ¿it just won¿t line up.¿ the patient reported that he had an appointment with his hcp on (B)(6) 2018 and was requesting for a rep to be there. No further complications were reported.